Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with mentor memorygel 300cc silicone breast implants which the patient experienced rupture and capsular contracture baker grade ii on the left side after implantation. The issue was confirmed by the physician during surgery. As a result patient underwent unilateral removal and replacement with another mentor gel device, and capsulectomy on (B)(6) 2020.